Manufacturer narrative:
(B)(4). D10 ¿ unknown oxford bearing, item# unknown, lot# unknown. Unknown oxford tibial component, item# unknown, lot# unknown. G2 ¿ foreign ¿ germany. H3 ¿ other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00004, 3002806535 - 2024 - 00006. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that the patient underwent a total knee endoprosthesis replacement due to valgus developed months after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist who reported that the fluoroscopic image demonstrates a medial unicompartmental arthroplasty with anatomic alignment. There is no abnormality. The single radiograph demonstrates slight valgus alignment of the arthroplasty implants with slight angulation of the femoral implant. There is no evidence of implant loosening. A small ossicle is noted just lateral to the femoral implant and projects over the joint space. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.